Event description:
It was reported to boston scientific corporation (bsc) that a flexima nasobiliary catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2023. During preparation and upon unpacking, it was found that the pigtail of the device was fractured and could not be used. Another flexima nasobiliary catheter was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of pigtail detachment of device or device component. Block h10: the returned nasobiliary catheter was analyzed, and a visual evaluation noted that the pigtail was kinked in different parts and remains of use. A microscope inspection was performed to view the remains of use on the stent in more detail. No other problems with the device were noted. The reported complaint of tip of the device fractured could not be confirmed. Taking all available information into consideration, it is most likely that the technique applied during preparation and user manipulation while setting up the device through the endoscope could have contributed to the kinks along the pigtail. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation (bsc) that a flexima nasobiliary catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct, performed on (B)(6) 2023. During preparation and upon unpacking, it was found that the pigtail of the device was fractured and could not be used. Another flexima nasobiliary catheter was opened and used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of pigtail detachment of device or device component.